Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white seal of intravia container 150 ml capacity dislodged which resulted in chemotherapy leaking from the injection port. This was observed prior to connection to the patient. There was no patient involvement. No additional information is available.